Event description:
It was reported that the sys was unable to perform fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable needs to be replaced. The reported issue is currently under investigation.